Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 47 and blood glucose was 197 mg/dl. During troubleshooting customer reported that when sensor was removed, cannula was bent. Customer was advised that sensor would be replaced.